Manufacturer narrative:
Additional narrative: patient height reported as (B)(6). Patient initials: (B)(6). Event date: unknown. This report is for an unknown acdf device/unknown lot. Part and lot numbers are unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported (B)(4) study patient ID (B)(6) had neck/arm pain greater than one year prior to surgery. Patient was implanted with unknown anterior cervical discectomy fusion (acdf) device at c6-7 on (B)(6) 2003. There were no intraoperative complications. Patient was discharged (B)(6) 2004, no complications were reported. The study was completed on 24february2011. Adverse events reported: date reported 16november2004 event (B)(6) 2004: allograft subsidence at c6-7 with partial expulsion of the graft and subsidence of the plate. Surgical revision at c6-7 on (B)(6) 2004. Acdf hardware was removed. This report is for an unknown acdf device. This is report 1 of 1 for (B)(4).